Manufacturer narrative:
Correction: g3- the reportable awareness date of the previous report should have been 19 aug 2025 rather than 20 aug 2025.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: g2- "foreign" should not have been selected in the previous report.

Event description:
New information received notes that the lp jumped forward upon fixation, indicating positioning failure. Cardiac tamponade was noted.

Event description:
It was reported that aveir leadless pacemaker (lp) perforated the cardiac tissue, causing effusion. A chest tap was successful for draining fluid. Patient is stable and recovering.